Manufacturer narrative:
Evaluation: customer returned one, esc-32-12-80, stent graft in an opened and used condition, one tfb-32-103, stent graft, two dvd's; one of which would not open and the other were photos of the used device, two color photos of the used device and two photos of the device in situ. An examination of the returned device found that the esc was placed backward into the tfb. This could only occur if the esc was loaded backward into the delivery sys. When it was discovered that the esc had been loaded backward all esc devices in inventory were inspected to ensure the device was properly loaded. All examined devices were correctly loaded. A check of the mfg records found that the esc device had a do not used after date of january, 2007. Additionally, it was found that this device was MFR and loaded prior to retraining of all mfg personnel involved in the process of loading for these devices. The appropriate individuals have been notified of this matter.

Event description:
The pt, diagnosed with aaa, was being treated electively with the zenith endovascular stent graft. A bifurcated dissection was made without complications and the bifurcated main body was advanced through the right femoral artery and is placed at the desired level. The left iliac has great tortuosity and was unable to be cannulated. The physician decided to convert to an aorto-uniiliac and placed a converter device. During the placement of the converter, the first two stents were released and it did not appear that the stents were opening up to a 32mm diameter. A molding balloon was placed in an effort to open up the device, but it was not successful. The physician then decided to open the pt in order to withdraw the device and convert to an open surgical repair. During the surgery, the pt had a cardiac problem and expired. The endovascular main body graft and converter had been removed from the pt. Upon removal, it appeared the converter was inversed and the distal portion of the converter was inside the main body and the proximal portion of the converter was in the il branch of the bifurcated stent graft. According to the physician, the open procedure was difficult and the pt expired in the or from a cardiac event, most likely secondary to blood loss.